Manufacturer narrative:
Notification: due to prodigy account inadvertently not being migrated from https://esgtest.FDA.gov to https://esg.FDA.gov, this report was previously submitted to MDR test environment. This is a re-submission through https://esg.FDA.gov production webtrader.

Event description:
This is a supplemental report to initial report 3008789114-2014-00021 to submit information from manufacturer of suspect device.

Event description:
Pdc received a call on (B)(6) 2014 reporting a medical attention that occurred on (B)(6) 2014 between 1-2pm. Pt's husband (ep) stated that pt displayed signs of low blood sugar. Pt was incoherent and sweating. The reading on the prodigy meter at the time of the event was 119mg/dl. Paramedics were called 15 minutes after testing with the prodigy meter. Upon arrival, paramedics performed a glucose test on pt using their meter, with a result of 55mg/dl. Approx 25 minutes passed between testing with the prodigy meter and the paramedic's meter. Pt was given orange juice and a salami sandwich and was not transported to ER. Pt also tested her blood glucose with her husband's meter getting a result of 56 mg/dl. Pdc sent replacement and prepaid envelope requesting return of suspect device.